Manufacturer narrative:
No button error alarm anomaly noted during testing. However, intermittent button/keypad due to moisture damage on keypad traces. No button/keypad scrolling anomaly noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The insulin pump was returned for analysis.